Event description:
The customer reported that during a procedure, the forcefx-8c generator produced high output, and the patient received a burn to the upper buttocks region. The burn is described as 3cm x 3cm in size, and 2nd degree with some blistering, requiring minor wound management. No alarm sounded, and the rem indicator was green. The monopolar mode was in use with power settings between 20w-40w. No other covidien accessories were in use for this procedure. The burn was discovered after the surgery when the patient was in the ICU. Reportedly, the unit was tested by the site's biomed and was found to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used force fx8cs generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functioned normally and within specification.